Event description:
An ipp device was implanted on 12/27/93. The reservoir was revised on 1/5/95. A connector was revised on 4/16/96. The entire device was removed from the pt and replaced due to fluid loss on 7/22/96.